Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
The atherectomy procedure was performed on the distal popliteal and anterior tib with an antegrade stick. On monday afternoon (post procedure), a retroperitoneal bleed was discovered and the vascular surgeon was called in. The kidneys began shutting down on tuesday and the patient expired on wednesday, 2 days post procedure.